Manufacturer narrative:
(B)(4) - as the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A follow-up report will be submitted upon the completion of baxter's investigation.this is the second of two reports associated with this event.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot h10d06031 with no issues noted during the manufacturing process. Root cause of the peritonitis is user error- poor aseptic technique. Current labeling provides ample instructions related to the prevention of user error - poor aseptic technique. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). On (B)(6) 2011, further information was received from the peritoneal dialysis nurse (pdrn). The pdrn reported another hospitalization of the patient on (B)(6) to (B)(6) 2011 for the peritonitis. The pdrn confirmed there was no exit site or tunnel infecton associated with the peritonitis. On unspecified dates, the patient received remedial treatment with fortaz 1,000 mg x 5 ip (intra-peritoneal), and cephazolin 1,000 mg x 5 days ip. The pdn reported retraining was provided to the patient in proper aseptic technique. The patient has recovered from the peritonitis. No concomitant medications were reported. The pdrn confirmed the peritonitis was not related to a baxter solution or a baxter pd device. On (B)(6) 2011, additional information was received from an administrator. The administrator confirmed that this patient is no longer with their clinic and has been transferred to another pd clinic. Administrator checked the patient's chart and stated that no further information is available.

Event description:
On (B)(6) 2011, baxter received a call from the peritoneal dialysis nurse (pdrn) who stated that the home patient(hp) had experienced peritonitis while receiving continuous ambulatory peritoneal dialysis therapy. On (B)(6) 2011, baxter received additional information from the pdrn. The hp was hospitalized from (B)(6) 2011 for bacterial peritonitis. The hp was treated with unreported antibiotic therapy. The hp was not using the home choice at the time of the event as she had been taken off of the device for one month for an unreported reason. At the time of this report, the hp was recovered with sequelae. The pdrn gave causality as the hp's break in aseptic technique.